Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a rubber component from the inside of the universal seal fell inside the patient and the fragment was retrieved during the same procedure. It was a very small piece. The accessory had been inspected prior to use, with no damage or abnormalities noted. During the procedure, it is unknown at what surgical task the fragment fell into the patient, though the surgeon suggested higher traffic with needles in and out may have contributed. It was unknown if there was a collision. The fragment was retrieved, and no post-operative imaging was performed to confirm fragments. The procedure was completed as expected, with no reported post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11, annex b. Additional information : a review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The following additional information was provided: the first image depicts a fragment on the sterile table that appears to be composed of the same material as the duckbill and septum components of the seal. The second image shows the duckbill of a universal seal; however, based on these images, any missing material was not confirmed.